Event description:
It was reported to MFR, by facility; (B)(6), per facility a pt fell while in a c-hla-2 lift claims that the hydraulic jack bottom bolt came loose from a bracket on the lift causing a young pt/student to drop. The care giver operating the lift tried to catch the pt/student and in the process, the care giver injured her shoulder and upper back. No injury to the pt/student. The s/n of lift given was involved in a 2006 hoyer jack recall #z-0904-06. Per facility they did not purchased said lift [s] they were donated to the school and the dealer did not inform them of any recall related to this product. In addition they were donated them could be found. MFR will be replacing both the lifts that were involved in the 2006 recall. Ra# issued to get lifts out of service and replacement order # (B)(4) made.